Event description:
It was reported that the implantable pulse generator (ipg) was not showing mode switches while the patient was in what appeared to be atrial fibrillation (af). There was no documentation of the patient being in af while the ipg was mode switched. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4469 competitor implantable pacing lead, (B)(6) 2008. (B)(4).